Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was no alarm from the generator during the percutaneous radiofrequency ablation of kidney tumor. There was initially a 2nd degree post-operative burns at left medial thigh. Kept improving and almost 1st degree now. No special treatment was required.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was no alarm from the generator during the percutaneous radiofrequency ablation of kidney tumor. It was verified after transferring the patient to CT table that the pad was intact on the patient's thigh. There was initially a 2nd degree post-operative burn at left medial thigh. Kept improving and almost 1st degree now. No special treatment was required.